Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-02824. It was reported that during an in clinic follow-up, there was purulent discharge from the device pocket due to infection. Antibiotics were administered and the system was explanted to resolve the event. The patient was stable.